Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (sicd) system received an inappropriate shock. Imaging revealed that the device had been implanted within adipose (fat) tissue rather than the intended intermuscular space. A revision procedure was performed and the device and associated electrode were explanted and replaced. The electrode will be returned for evaluation. No additional adverse patient effects were reported.